Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the afocus catheter loop became entangled around the introducer while in the left atrium. The ablation catheter was used to pull on the afocus and retract it at the same time. There were no adverse consequences for the patient.

Manufacturer narrative:
One inquiry afocusii¿ (4 f double loop) catheter 20 electrode, 7f was returned for investigation. The reported entanglement of the catheter loop could not be confirmed, however a bend in the shaft and twisted shaft material was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bent shaft, and twisted shaft material and subsequent catheter entanglement is consistent with damage during use.

Event description:
During the procedure, the afocus catheter loop became entangled around the introducer while in the left atrium. The ablation catheter was used to pull on the afocus and retract it at the same time. The catheter was replaced and the procedure was completed with no adverse consequences for the patient.